Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues. Besides that, the pump was reported to be misplaced. A revision surgery was performed to explant and replace the device. No patient complications were reported.